Event description:
Our distribution partner surgalign reported "the patient, female, younger than 30 years, had suffered a vertebral body compression fracture in lwk5. The fracture was treated with the streamline mis by the department of trauma surgery at the hospital in eberswalde. Eberswalde is not the hospital of the present explanation! 2 screws were placed in lwk4 and s1 and 2 rods were inserted for fixation. Apparently, the patient underwent revision surgery shortly afterwards, as there had been unspecified difficulties with the application of the internal fixator. According to the surgeon at frankfurt oder hospital, the patient insisted on the removal of the internal fixator at frankfurt oder hospital. A screw fracture of the left screw in s1 was detected. The fixator was professionally explanted. The broken distal screw shaft could not be explanted and remained in the patient."

Manufacturer narrative:
The device remains in patient and is not availabe for investigation. A DHR review has been conducted and confirmed that the device(s) met specification prior to shipping. This report will be updated should this information become available at a later date. The following sections of this report have been left blank due to the information being unavailable or unapplicable at this time: